Event description:
Target became aware of the following info: after a fpc was inserted to the intended sinus as the first coil embolized, the distal sleeve of the coil pusher-16 was detached and remained in the catheter. The physician removed the catheter from the body with the distal sleeve in it. This occurrence had no impact on the pt.